Event description:
A caregiver (cg) contacted global technical services regarding a leak in the cassette on the homechoice (hc) machine during prime. The cg stated, the cassette started leaking through one of the tubes and spilled solution out. The cg stated, the home patient had turned the machine off; however, the cg requested assistance to remove the defective cassette. The technical service representative (tsr) assisted the cg to remove the cassette. There was no patient injury or medical intervention. On (B)(6) 2011 product surveillance spoke with the hp's daughter who stated that the hp voluntarily decided to discontinue treatment. No further detail was provided; no product sample or lot information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found in cassette though one of the tubes and spilled solution out. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.